Event description:
This case was reported by a consumer and described the occurrence of vision loss in a (B)(6) female pt who received glucose oxidase + lactoferrin + lactoperoxidase + lysozyme (biotene oralbalance gel) gel for an unk indication. A physician or other health care professional has not verified this report. On an unk date, the pt began using biotene oralbalance gel at unk dosing. An unk time later, the pt experienced vision loss, nausea, dehydration, appetite loss, diarrhea, stomach pain, metallic taste, burning with bowel movement, burning sensation in eye, fog in front of eyes and burning sensation of eyelid. This case was assessed as medically serious by gsk. Treatment with biotene oralbalance gel discontinued. At the time of reporting the vision loss was unresolved, and the other events were resolved. MFR's comment: the MFR's report number for this case is 2022474-2010-00001. Biotene oralbalance gel is mfg by laclede, inc in (B)(4). Neither the lot number or product was available. No corrective actions have been required based on this report. (B)(4).